Event description:
Rayner intraocular lenses ltd received notification from the (B)(6) of an incident that occurred during use of the t-flex aspheric 623t intraocular lens and the single use soft tipped disposable injector (model r-inj-04). The event description provided by the healthcare facility states "the lens was loaded in the bay as normal. The surgeon advanced the plunger, the lens was half out, and the plunger would not advance any further".

Manufacturer narrative:
The reference (B)(4) has been allocated to this incident by rayner intraocular lenses ltd. Corrective action was taken by the healthcare facility in the initial surgery session. Within correspondence with rayner that healthcare facility stated "surgeon had to use a second instrument (mushroom) to get the lens out. The lens is intact and successfully implanted". The surgeon has confirmed that the event did not necessitate any additional remedial action (e.g. Suturing) and that the pt was not injured as a result of this event. The surgeon does not foresee any complications post-operatively. Our device analysis concluded that "test results show barrel/flap/nozzle components of injector all functioned perfectly"; however, was unable to ascertain the cause of the reported event. Our review of production records for the r-inj-04 injector batch b035 and t-flex aspheric 623t intraocular lens batch 050e10974 showed that all mfg and quality checks were conducted with successful results. All devices released from these batches met specification criteria and were without defects. The r-inj-04 injector is available in the united states of america; however, it is sold as a stand-alone product. The r-inj-04 injector subject to this report was supplied in a t-flex aspheric 623t system pack. The t-flex aspheric 623t intraocular lens in not available in the united states of america.